Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the battery compartment and cap were observed to be intact, undamaged, and the cap was able to fit securely. There was no damage observed to the battery case. The pump powered on with a call service alarm that was unable to be cleared. Further testing was prohibited due to the call service alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.